Event description:
The consumer reported that the patient's device was put back in (B)(6) 2016 and the staph infection happened again and it had to be taken out. Two days after it was put in, the patient had a place that was like a bowl and very deep and 3 days later they had to have it taken out. The patient thought it had something to do with the battery and the wire was fine. The staph infection had been resolved for the second time. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. Refer to manufacturer's report # 3004209178-2016-03412 for the patient's staph infection with their first implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.